Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for gastrointestinal/pelvic floor reported that since (B)(6) 2017 they experienced a loss of therapy because they were having problems including a great amount of frequency, urinating and stool. According to the consumer they didn¿t have build up in their bladder like they used to, they were just leaking a lot. It was noted they usually made it to the bathroom but sometimes they didn¿t, and on (B)(6) they went to the bathroom four times while they were at church. It was noted the consumer going to the bathroom often and leaking stool, but it wasn¿t like diarrhea, the stool was just soft. The consumer wore pads all of the time and sometimes didn¿t know when they leaked a little. During the call the consumer confirmed their therapy was on, they were feeling stimulation slightly, and stimulation was at 0.9. Later that day the consumer called back and was seeing the patient programmer (pp) low batteries message, so it was recommended to change the batteries. The following day the consumer called after speaking with a nurse who told them to increase stimulation, but they were looking for help with this. During the call the consumer started on program 2 at 0.9 volts and increased to 1.0 volts. Following this the consumer was going to document their symptoms and reach out to the hcp if it didn¿t resolve, but according to the consumer the hcp told them to finish antibiotics and then see them again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The urine was no longer retained in the bladder. However, from bowel looseness, they were still having to take antibiotics. It was reported that the antibiotics were used to heal bladder infections and that it was related to the device/therapy, to get urine that was being retained out of the bladder. No further information reported/anticipated.